Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If additional information becomes available it will be reported on a supplemental report. Device will not be returned.

Event description:
After the t2h surgery, the rash was observed at the affected area of patient. It is unknown from when it appeared.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed due to missing information. No deviations were found during review of the manufacturing and inspection documents. The nail was documented as having met specifications prior to distribution. The case was evaluated by a medical expert according to whom it is very unlikely that the reported allergic reaction (rash) was caused by the implants; no literature or knowledge could be verified reporting allergic reactions in accordance to titanium implants so far. It is most likely that the allergic reaction was caused by local medication and / or medical bandage. A more precise evaluation was not possible based on the given information. No non-conformity identified.

Event description:
After the t2h surgery, the rash was observed at the affected area of patient. It is unknown from when it appeared.